Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the anterior tibial artery. A 3.0mmx30mmx143cm coyote nc balloon catheter was advanced for dilation. However, during second inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed without problem. The procedure was completed with another of same device. There were no patient complications nor injuries reported.